Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. A customer reported an unspecified high sensor reading on the adc device compared with an unspecified reading from a competitor's device. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer was frightened when they saw the reading and self-managed to consume 2 glasses apple juice, some sugar for treatment. There was no report of death or permanent impairment associated with this event.